Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg test system (hcg stat) on a cobas e 411 immunoassay analyzer (e411). The sample was centrifuged by the operator and poured into a cup which was placed on top of a 16x100mm tube and tested, initially resulting as 99.89 iu/l. The initial result was reported outside of the laboratory to the care unit. The doctor called the laboratory and asked for the sample to be repeated since he did not believe the initial result. The original sample tube was repeated, resulting as 0.500 iu/l accompanied by a data flag. A new aliquot of the sample was also used for an additional repeat and it resulted as 0.500 iu/l accompanied by a data flag. The patient was not adversely affected. The hcg stat reagent lot number was 123267. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer performed preventive maintenance on the analyzer and replaced the measuring cell. After replacing the measuring cell, all tests ran per specifications. Performance testing was run and this was within specifications. The customer ran calibration and controls; all results were within specifications. No further issues occurred after these actions were performed.